Manufacturer narrative:
The investigation summary indicates that the: part 315.480 /#lot unk / drill bit ø 4.5 mm, length 195/170 mm, the product was not returned and no lot number was provided, therefore no investigation is possible. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. (B)(4). Lot number unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital's telephone: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported three (3) separate drill bits are worn and not as sharp as they should be. No patient involvement reported. This report is for one (1) 4.5mm three-fluted drill bit. This is report 3 of 3 for (B)(4).